Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment rendered for the event was not reported. Two days after the peritonitis onset, dianeal and extraneal therapies were discontinued. At the time of this report the patient remained hospitalized and the peritonitis was reported as "still ongoing". No additional information is available as the reporter has declined to provide any further information.